Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number, nor the sample were available. Thus, no investigation can be made into this complaint. However, this complaint will be used for trend analysis. A risk management file evaluation was performed and concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, a child had a kinked indwelling catheter. The nurses attempted to straighten and refix the tape, the tubing then snapped where it had been kinked. Located on the thin tubing just prior to the bifurcation of ports.